Event description:
(B)(4). (B)(6) 2015 underwent surgery to remove essure implants due to adverse reactions to the implants nickel content. My uterus was enlarged, ovaries and fallopian tubes were covered in cysts. The doctor removed my left ovary due to damage from cysts rupturing. Surgery included removal of left ovary, fallopian tubes, essure coils, uterus and cervix. I also had an umbilical hernia repaired at the same time in which my other surgeon removed a baseball sized lipoma from my abdomen. After surgery I have noticed a significant improvement in the reduction of joint pain, brain fog, fatigue, migraines, metallic taste in my mouth and moodiness! My neck, shoulders, wrists, thumbs feet ankles and knees no longer hurt chronically. I am able to stand from a seated position and now navigate stairs without the use of a handrail. My sleep has drastically improved and I am able to sleep through the night. I could not do that prior to removal of essure which I had for five years.

Event description:
(B)(4). I was implanted with essure in 2010 and over the course of the last five years I have experienced heavy erratic periods migraines pelvic and abdominal pain and all over body and joint pain due to chronic inflammation. I was told that hormone birth control was no longer an option for me due to headaches and was misguided by my implanting doctor that the essure contained no nickel. My health has deteriorated in the last five years. My joints are chronically inflamed and I can barely make it through my work day. Pre implantation my headaches were managed with over the counter medication now that I have essure the migraines cause me to miss work. I have gained 70 pounds in the last five years and my quality of life is "profanity" I go to work and come home. I don't have the energy or strength to do much else.

Event description:
(B)(4). (B)(6) I will have a hysterectomy involving removal of essure, tubes, uterus, cervix and left ovary which is damaged. My uterus is enlarged and because of my weight gain I also have an umbilical hernia that will be repaired at the same time. I have a remaining groin hernia that will need repair at a different time. My headaches are chronic and I am only able to work through the stiffness and joint pain with prescription strength ibuprofen. I have had to miss work for several medical appointments and am traveling to doctors in another state to have this all done since I live in a rural area.